Event description:
After approx 60 hrs of iab therapy, alarms sounded and blood flecks and condensation were noted in the tubing. The iab was removed and not replaced. Surgical removal was necessary. Patient is in stable condition.